Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately two weeks following implant, they thought they had a "broken rib" and was in "pain for about 10 days". The hospital contacted them to come into the hospital immediately. It was noted that the right ventricular (rv) lead had dislodged and was "shocking and stimulating the lung". The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.